Manufacturer narrative:
Follow-up #1 date of submission 08/14/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that power on resets were observed in the black box. There was no damage found to the returned battery cap or the battery compartment. The returned battery cap is secure on the pump and the yellow o ring is not visible. There was no power interruptions duplicated when the pump was exercised for 24 hours with the returned battery cap. No battery cap connection defects were observed. The returned battery cap height and width was found to be in required specifications. To further investigate the pump cover was removed; no evidence of internal moisture or damage to the power circuit or battery flex was found. The power complaint was verified in the history but could not be duplicated during the investigation. The display lens was found to be scratched.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated the pump rebooted to the verify screen without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.